Event description:
It was reported that this pacemaker system recorded an alert for high out of range pacing impedance measuring above 3000 ohms on the right atrial (ra) lead. Technical services (ts) was consulted and upon review, it was noted that there were stored signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing. Ts advised on in office evaluation of the system. No adverse patient effects were reported. This system remains in service.